Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle was not operating correctly. The following information was provided by the initial reporter: consumer reported nano pro pen needles not going into childs site -just this box. About a 1/3 of box so far.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle was not operating correctly. The following information was provided by the initial reporter: consumer reported nano pro pen needles not going into childs site -just this box. About a 1/3 of box so far.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all